Manufacturer narrative:
Reference record (B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. On an unknown date, the patient experienced acute respiratory function decompensation after the nasal tube placement. The patient was transferred to the intensive care unit. Further treatment information was not known.